Event description:
Information received indicates the caster will swivel after the brake has been engaged.

Manufacturer narrative:
The technician repaired the bed by using a brake/steer upgrade kit to repair the bed.